Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. After continuing to experience nausea, the patient went to urgent care and was diagnosed with cellulitis. The pod was removed, site was lanced by a medical professional, and patient was also prescribed bactrim. Patient was able to resume treatment by applying a new pod.